Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their orthodontist has recommended that they cease treatment immediately. The aligner treatment is ineffective and has significantly worsened the open bite as a direct result of the aligner treatment. Full orthodontic treatment is planned with orthodontist specialist.